Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cracks were observed in the black rubber seal on the underside of the pump where the disposable is connected. The issue was discovered during pretest. There was no patient involvement.

Manufacturer narrative:
No device was received for evaluation for the complaint that cracks were observed in the black rubber seal on the underside of the pump where the disposable is connected. The review of service history found that no previous repair was noted for the last 12 months. The complaint was unable to confirm, and a probable cause was unknown as the device was not returned for evaluation.